Event description:
It was reported that during an interrogation of a cardiac resynchronization therapy defibrillator (crt-d), after the interrogation was completed and the device was still in wireless communication with the programmer, an alarm was heard from the programmer and the patient received a shock. The patient experienced pain from the shock. The device was interrogated again, and the patient received another inappropriate shock. It was noted that the stat shock button was not pressed and was clear of any obstacles. The programmer was removed from service. The device information was not available.